Manufacturer narrative:
Follow-up #1: date of submission 10/15/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: on investigation, the pump powered on with fully operational vibration function. The pump case was removed for investigation and the vibration motor inspected; no defects were found. Investigation did not confirm or duplicate the alleged intermittent vibration complaint. Unrelated to the original complaint, the pump case was noted to be cracked near the lower right corner of the display area.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a audio tone/vibration (intermittent vibration) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.